Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection(other)-describe: pelvic') in a 29-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), crying ("hormonal changes ¿ uncontrollable crying"), depression ("hormonal changes ¿depression / psychological or psychiatric problems- depression"), nausea ("nausea"), abdominal pain lower ("pain lower abdomen"), back pain ("pain back"), arthralgia ("pain hip") and pain in extremity ("pain thighs"). In 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type : vaginitis"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infection") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: yeast infection"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss"), rash ("rashes or skin conditions ¿ unexplained rashes") and acne ("rashes or skin conditions ¿over productive acne"). The patient was treated with antibiotics, iron, naproxen, paracetamol (tylenol), promethazine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, crying, cystitis, urinary tract infection, nausea, anxiety, rash, acne, vaginal discharge, bacterial infection and vulvovaginal mycotic infection outcome was unknown and the alopecia, depression, migraine, abdominal pain lower, back pain, arthralgia, pain in extremity and vaginal infection had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, bacterial infection, bladder disorder, crying, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic infection, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection(other)-describe: pelvic') in a 29-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included multiparous, vaginal irritation, ovarian cyst, menometrorrhagia, dysuria, d & c, squamous cell metaplasia, adenomyosis, corpus luteum cyst and haemorrhagic ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), crying ("hormonal changes ¿ uncontrollable crying"), depression ("hormonal changes ¿depression / psychological or psychiatric problems- depression"), nausea ("nausea"), abdominal pain lower ("pain lower abdomen"), back pain ("pain back"), arthralgia ("pain hip") and pain in extremity ("pain thighs"). In 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type : vaginitis"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infection") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: yeast infection"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss"), rash ("rashes or skin conditions ¿ unexplained rashes") and acne ("rashes or skin conditions ¿over productive acne"). On an unknown date, the patient experienced incision site pruritus ("incisions are itching") and dermatitis contact ("itch and burn when I'd wear earrings"). The patient was treated with antibiotics, iron, naproxen, paracetamol (tylenol), promethazine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, crying, cystitis, urinary tract infection, nausea, anxiety, rash, acne, vaginal discharge, bacterial infection, vulvovaginal mycotic infection, incision site pruritus and dermatitis contact outcome was unknown and the alopecia, depression, migraine, abdominal pain lower, back pain, arthralgia, pain in extremity and vaginal infection had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, bacterial infection, bladder disorder, crying, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, incision site pruritus, menorrhagia, migraine, nausea, pain in extremity, pelvic infection, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: showed satisfactory placement of both essure devices and satisfactory tubal occlusion bilaterally. Ultrasound scan - on (B)(4) 2015: ultrasound evaluation of both breasts was performed and reveals no evidence of abnormal solid or cystic mass. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal discharge, depression, pelvic pain, dysmenorrhea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media content received: events: itching, nickel allergy were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection(other)-describe: pelvic') in a 29-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included multiparous, vaginal irritation, ovarian cyst, menometrorrhagia, dysuria, d & c, squamous cell metaplasia, adenomyosis, corpus luteum cyst and haemorrhagic ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), crying ("hormonal changes ¿ uncontrollable crying"), depression ("hormonal changes ¿depression / psychological or psychiatric problems- depression"), nausea ("nausea"), abdominal pain lower ("pain lower abdomen"), back pain ("pain back"), arthralgia ("pain hip") and pain in extremity ("pain thighs"). In 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type : vaginitis"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infection") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: yeast infection"). In february 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss"), rash ("rashes or skin conditions ¿ unexplained rashes") and acne ("rashes or skin conditions ¿over productive acne"). On an unknown date, the patient experienced incision site pruritus ("incisions are itching") and dermatitis contact ("itch and burn when I'd wear earing's"). The patient was treated with antibiotics, iron, naproxen, paracetamol (tylenol), promethazine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, crying, cystitis, urinary tract infection, nausea, anxiety, rash, acne, vaginal discharge, bacterial infection, vulvovaginal mycotic infection, incision site pruritus and dermatitis contact outcome was unknown and the alopecia, depression, migraine, abdominal pain lower, back pain, arthralgia, pain in extremity and vaginal infection had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, bacterial infection, bladder disorder, crying, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, incision site pruritus, menorrhagia, migraine, nausea, pain in extremity, pelvic infection, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: showed satisfactory placement of both essure devices and satisfactory tubal occlusion bilaterally.. Ultrasound scan - on (B)(6) 2015: ultrasound evaluation of both breasts was performed and reveals no evidence of abnormal solid or cystic mass.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal discharge, depression, pelvic pain, dysmenorrhea, anxiety. Lot number: 619696 manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection(other)-describe: pelvic') in a (B)(6) female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), crying ("hormonal changes ¿ uncontrollable crying"), depression ("hormonal changes ¿depression / psychological or psychiatric problems- depression"), nausea ("nausea"), abdominal pain lower ("pain lower abdomen"), back pain ("pain back"), arthralgia ("pain hip") and pain in extremity ("pain thighs"). In 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infection") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: yeast infection"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth disorder ("dental problems"). In november 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss"), rash ("rashes or skin conditions ¿ unexplained rashes") and acne ("rashes or skin conditions ¿over productive acne"). The patient was treated with antibiotics, iron, naproxen, paracetamol (tylenol), promethazine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, crying, cystitis, urinary tract infection, nausea, anxiety, rash, acne, vaginal discharge, bacterial infection and vulvovaginal mycotic infection outcome was unknown and the alopecia, depression, migraine, abdominal pain lower, back pain, arthralgia, pain in extremity and vaginal infection had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, bacterial infection, bladder disorder, crying, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic infection, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs was received. Previously added injury nos was replaced with abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, uncontrollable crying, depression, infections: bladder, urinary tract infection, pelvic, bacterial, yeast, vaginitis, migraines/headaches, nausea, anxiety, unexplained rashes, over productive acne, vaginal discharge and device monitoring procedure not performed were added. Lot number was added. Treatment drugs were added. Event onset dates were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.